Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unspecified.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional additionally reported upon removal, capsular contracture baker grade unspecified. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, and yellow particles in the shell. Based on the device analysis the final assessment is: - no issues found related with the manufacturing. - wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "any creases"- crease/folding of implant.